Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross access solution kit was selected for use for a pulmonary vein isolation procedure. During the procedure, the physician mentioned that the mechanical guidewire got stuck in the dilator, however, its believed that the mgw was not exposed to the patient at the time. The dilator and guidewire were removed together from the patient and replaced. It was also noticed that the guidewire outer coil began separating from the core wire during use. The procedure was then completed successfully. No patient complications reported. Product is not expected to return for analysis (disposed). It has been confirmed that no issues were noted with the guidewire or dilator prior to use.